Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-25 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the epicardial lead that had been placed on the left ventricle at implant. The lead body was found to be wrapped around the heart and was fibrosed to the epicardial surface of the heart. The lead was explanted and replaced to allow the heart to move normally and grow with the child. No patient complications have been reported as a result of this event.